Event description:
Customer reportedly obtained a result of 605 mg/dl on the device. Customer reports taking insulin, type and amount not provided, based on this result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.